Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events between 02-may-2024 to 15-may-2024. The infusion set was in use for 12 hours. No further information available.